Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A theatre nurse reported that an eye collapse occurred during the sculpt mode of a cataract surgery. Additional information was provided indicating that there was a sudden drop in pressure and the system "was stopped". The surgeon performed the irrigation/aspiration procedure manually and the procedure was completed. There was no patient harm or post-operative complications reported.